Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using admelog insulin. Tandem customer technical support informed customer that admelog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. The customers blood glucose (bg) was 498.6 mg/dl.